Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddle is damaged. Remote support from the customer care solution was received and it was determined this was a malfunction of the paddle replacement kit. The customer was provided with a replacement paddle kit, and we have requested return of the damaged paddle kit. Upon receipt at philips, the paddle kit will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddle replacement kit. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.